Event description:
The customer reported that the images displayed were intermittently all black or pixelated rendering the images unreadable. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.